Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder arthroscopy procedure the anchor was without cut "blunt" and when it was used the doctor pushed the product and it broke. All the pieces were successfully removed from the patient. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the multifix s-ultra 5.5mm knotless anchor device, used in treatment, was returned for evaluation. From the information provided, "during shoulder arthroscopy procedure the anchor was without cut "blunt" and when it was used the doctor pushed the product and it broke." A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number 2034965 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual evaluation shows the device returned deployed. The anchor is not available and the device is not loaded with sutures. No manufacturing discrepancies available. The device is intended for single use and can not be tested. A review of the product/print specifications found no discrepancies. The complaint was not verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole (4) tissue thickness. (5) over tensioning. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2034965 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the product/print specifications found no discrepancies. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole (4) over tensioning. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2034965 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the product/print specifications found no discrepancies. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole (4) over tensioning. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.